Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that they had pain at the implantable neurostimulator (ins) site beginning in (B)(6) 2015, and that is why they had the ins removed on (B)(6) 2016. The pain had occurred daily and was related to a fall. The ins had been removed, but the lead was left in. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.